Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spectrum iq infusion pump under-infused. While in the cardiothoracic intensive care unit the patient was receiving an infusion of vasopressin 40units in a 100ml normal saline bag with a 10ml overfill at 0.03units/minute. At 19:39 the pump read the bag was complete; however, upon inspection the vasopressin bag had only infused approximately 50ml. Reportedly there ¿were very minimal drops¿ observed. The IV tubing was changed, and the spectrum pump was swapped. Upon starting the vasopressin, the patients' blood pressure seemed to increase compared to the previous pump. The advanced practice physician was notified, and the decision was made to hold the vasopressin due to the change in the patients' blood pressure goal. Per the log interpretation by the customer, the bag should have been ¿complete¿ according to the pump at 19:39; however, it was based on a volume to be infused of 60 ml entered when the bag was changed at 04:50 earlier that day. The bags are 100 ml with 10 ml of overfill, so the bag would have had 50 ml at 19:39 when the volume to be infused showed zero. Reportedly, every other user since the start of the infusion two days prior, used 80-100 ml when a new bag was hung. No alarms or other issues identified. The pump passed all of its testing. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.